Manufacturer narrative:
Evaluation summary: the analysis results found that the device was returned with the blade gouged, hot spot and cracked. Due to the damage to blade, it was confirmed that the device was non-functional. An error code 5 was noted. The identified blade damage may have occurred from external contact during activation. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade "lockout" later in the procedure. Therefore, the instruction insert states: "scratches on the blade may lead to premature blade failure" and "avoid accidental contact with other instruments during use".

Event description:
It was reported that during a gastrectomy procedure, the device locked out. Another device was used to complete the case. No patient consequence.